Manufacturer narrative:
The accutni samples were collected in 13x100mm lihep plasma tubes with a gel separator and centrifuged for ten (10) minutes at 3000 rpm. All results were obtained from samples analyzed through the closed tube aliquotter (cta). Per the customer supplied qc charts, all three levels of accutni qc were within the customer's established ranges prior to and after the event. Per the customer supplied documentation, a routine system check was performed on (B)(6) 2011, which failed the substrate ratio. The customer repeated the substrate portion of the system check which passed within instrument specifications. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event and performed a routine system check which passed within instrument specifications. The fse also performed additional hardware verification testing which passed within instrument specifications. The fse was unable to find any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining a lower than expected troponin (accutni) result for one patient that was generated by the unicel dxc 600i access immunoassay system. Subsequent testing of the sample and additional samples obtained from the patient produced higher, reproducible results. The erroneous result was not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.